Manufacturer narrative:
Allergan has initiated an investigation into this late report. The events of seroma-late and lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Additional complications: after breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity. Anaplastic large cell lymphoma: based on information reported to global regulatory agencies and found in medical literature, an association has been identified between breast implants and the development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing breast implant associated alcl (bia-alcl) in the fluid or scar capsule adjacent to the implant, with documented potential for local, regional, and distant spread of the cancer with mortality reported in rare cases. Bia-alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants with various surface properties, styles, and shapes. Most of the cases in the literature reports describe a history of the use of textured implants.

Event description:
Physician reports "patient presented with acute onset of swelling...late onset, acute seroma, no history of trauma. Drained 2l from breast transferred to hospital. Had alcl confirmed. Implant removed". The affected side is unknown.